Manufacturer narrative:
Additional information: the device history record (DHR) files were reviewed, and no discrepancy was found relating to the failure mode reported. There were no physical samples or pictures submitted with this complaint report. The complaint will be reopened if a sample is received. The reported condition was unable to be confirmed. The root cause could not be determined; however, due to previous complaints reported with the same issue, a formal corrective and preventative action (CAPA) was opened to determine the root cause and implement the appropriated corrective action(s). This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the cap separated from the tubing. There was no patient injury.